Manufacturer narrative:
Device evaluation : the lens was returned dry in a micro centrifuge vial with clear surgical residue on the lens. Visual inspection found the haptic bent and residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5 12.6, -10.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019 for a shorter length lens due to excessive vault. This resolved the problem. Cause of the event is reported as device.